Event description:
It was reported that an ilet user experienced hyperglycemia with sensor glucose over 400 mg/dl and a confirmatory fingerstick of 350 mg/dl after eating an apple about two hours earlier; the infusion set in use was an inset 23" 6 mm placed the prior day, and the glucose was trending down to 323 mg/dl during the call. Symptoms included elevated ketones associated with high blood glucose. Outcomes included ongoing glucose decline without hospitalization or emergency treatment, and education was provided regarding a ketone action plan with instructions to contact the healthcare provider¿s emergency line and to call back if manual dosing was advised. Investigation included remote troubleshooting and education. Investigation of this case revealed no confirmed device malfunction; hyperglycemia was considered potentially related to recent carbohydrate intake with ongoing automated correction, and the family declined a site change while glucose continued to decrease. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.